Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling across the lung tissue on a laparoscopic wedge resection (thoracic), the surgeon was able to press the green button but the stapler was unable to fire. They had a 60mm black reload on the handle and the reload would not fire across the lung tissue. They opened another reload but they had the same result. There was no patient injury.